Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suddenly no longer had hearing sensation with the device. There is no report of an accident or trauma.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been shipped yet.

Event description:
The recipient suddenly no longer had hearing sensation with the device. There was no report of an accident or trauma. The recipient has been re-implanted; however the device has not been received for investigation.

Event description:
The recipient suddenly no longer had hearing sensation with the device. There was no report of an accident or trauma. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient suddenly no longer had hearing sensation with the device. There was no report of an accident or trauma. Re-implantation is considered but no date has been set yet.